Event description:
Associate in central processing using a wire to break down impacted bone inside a cannulated drill bit (middle & index fingers puncture wound). All other options including flushing of item, brushes and sonic used prior to help aid in the claning process. Ocassionally wires are used in decontam to dislodge impacted bones. Puncture wounds assessed by occupational health/walk-in and assocaite will have requisite blood draws over next 3 months to monitor. Medtronic had sent an urgent medical device correction notification regarding the cannulated tips and potential for injury which chould occur as a result of cleaning the medtronic cannulated tips (letter dated a couple of months ago; received by this hospital and disseminated on the same date and injury to technician occurred.======================manufacturer response for cannulated tap 4.5 mm, medtronic stealth solera taps and drivers (per site reporter).======================device correction notification arrived same day as injury to technician in central processing. Manufacturer's notification cautioned of potential for injury.